Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. After sheath implantation, the guidewire was inserted, and dilatation was performed. During the procedure, at third inflation, it was noted that the balloon ruptured at the tip of the blade at 6atm within 30 seconds. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.